Event description:
It was reported that one day post lead revision procedure, this implantable cardioverter defibrillator (ICD) and non-bsc right atrial (ra) lead exhibited intermittent noise and low pace impedance measurements less than 200 ohms. About one week later, an alert for high pace impedance measurements greater than 2,000 ohms range was received. However, during patient office visit, measurements were within the 800 ohms range. Technical services (ts) discussed troubleshooting options and suggested it could be the device header issue. No adverse patient effects were reported. At this time, the device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that one day post lead revision procedure, this implantable cardioverter defibrillator (ICD) and non-bsc right atrial (ra) lead exhibited intermittent noise and low pace impedance measurements less than 200 ohms. About one week later, an alert for high pace impedance measurements greater than 2,000 ohms range was received. However, during patient office visit, measurements were within the 800 ohms range. Technical services (ts) discussed troubleshooting options and suggested it could be the device header issue. No adverse patient effects were reported. At this time, the device remains in service. It was additionally reported that the battery of this ICD was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced with a new device same model. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. This product has been returned to boston scientific and analysis is pending. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has been returned to boston scientific and analysis is pending. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that one day post lead revision procedure, this implantable cardioverter defibrillator (ICD) and non-bsc right atrial (ra) lead exhibited intermittent noise and low pace impedance measurements less than 200 ohms. About one week later, an alert for high pace impedance measurements greater than 2,000 ohms range was received. However, during patient office visit, measurements were within the 800 ohms range. Technical services (ts) discussed troubleshooting options and suggested it could be the device header issue. No adverse patient effects were reported. At this time, the device remains in service. Added to tr17001: intermittent pace impedance. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. It was additionally reported that the battery of this ICD was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced with a new device same model. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that one day post lead revision procedure, this implantable cardioverter defibrillator (ICD) and non-bsc right atrial (ra) lead exhibited intermittent noise and low pace impedance measurements less than 200 ohms. About one week later, an alert for high pace impedance measurements greater than 2,000 ohms range was received. However, during patient office visit, measurements were within the 800 ohms range. Technical services (ts) discussed troubleshooting options and suggested it could be the device header issue. No adverse patient effects were reported. At this time, the device remains in service.